Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were filled with 120 units of insulin. The customer's blood glucose level was 157 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge, making sure to prime out the air bubbles. The customer completed the load process successfully and resumed insulin delivery.